Event description:
Healthcare professional reported a right side rupture, inflammation, cysts and "gynecoma". Device has been explanted.

Manufacturer narrative:
Cont. H.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: visual analysis of the photographs identified: rupture : observed. Cyst-ndr : not applicable as the event is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture, inflammation, cysts and "gynecoma". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Cyst-ndr: not applicable as the event is not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.